Event description:
Additional information was provided indicating that the patient had glare disability. The replacement lens is model z9002, serial number (B)(4), 24.5 diopter. The patient's visual acuity is 20/80.

Event description:
It was reported that the intraocular lens (iol) was explanted due to dysphotopsia and impaired vision. A model z9002 lens was implanted as the replacement and the patient is reported to be doing fine.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection showed that the lens was cut in half, which was most probably to make the lens explant possible. Considering the condition of the returned lens, no additional analysis was possible. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed. The production order was released per sterilization batch 9-jun-2010. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. There were no non conformances with respect to the sterilization process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. Results of the environmental control showed that there were no complaint related non conformances within the timeframe when the lens was manufactured. There were no associated nonconformity materials reports or deviations. A search on complaints revealed that no other complaints for this order number were received to date. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Documentation was received with the product sample stating that the patient had glare disability. The replacement lens is model z9002, serial number (B)(4), 24.5 diopter. The patient's visual acuity is 20/80. All pertinent information available to abbott medical optics has been submitted. Placeholder.